Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the lobectomy via laparoscopic procedure while in the lung lobe, the entire reload and anvil fell off during the use of the product. The reload was separated from the anvil. To resolve the issue, the surgeon replaced another product to complete the case. There was no patient injury.